Manufacturer narrative:
Production documents have been reviewed as well as qc in process controls. No deviations found on the batch involved. The values recorded for tensile strength test at break of the drain are in compliance with iso 20697:2018, actually much higher than required by the standard (> 150n). The mechanical properties of the silicone material, which the drain is made of, guarantees good resistance to break if the tube is not damaged. We assume that an accidental damage of the tube caused the breakage before the tube was removed from the patient. Further evaluations will be done after receiving the sample.

Event description:
On (B)(6): redo avr, the drain tube was used for right chest drainage. On (B)(6): no fluid or blood drainage are confirmed. On (B)(6): drain tube removal. There was no resistance at all while pulling to remove, then performed x-ray and found the broken tube was remaining in the bosy. On (B)(6): removed by laparoscopic surgery.